Event description:
It was reported that the device was could not be interrogated. The device was explanted and replaced. The patient was doing well after explant.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported field event of an inability to communicate with the device was found to be caused by a low battery voltage. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. Based on default device settings, a longevity calculation was performed and found to be within expected limits.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.